Manufacturer narrative:
Additional information: the procedural tee images were provided to edwards and reviewed by an edwards physician proctor. The findings are summarized below: tee (B)(6) 2015: impressions: the edwards valve is implanted too low in the lvot grabbing the annulus for no more than 30% on mitral side. Tee (B)(6) 2016: impressions: the valve has moved and rocked lower in the lvot so the original non coronary and left coronary leaflets are moving above the valve with risk of lv embolization at any time. There are no thrombus on the leaflets. Additional information provided indicated the patient was asymptomatic and the ¿stenosis¿ was discovered on a routine echo. Additionally, the patient¿s physicians (at the time of this report) are unable to confirm valve status with angiography due to the patient having an active infection. Per the instructions for use, valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on preprocedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, per the imaging review, the valve was implanted ¿too low¿, which was believed to have caused the valve to migrate causing obstruction of the bioprosthetic by the native leaflets; this is increasing the valve gradient. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Should the information be received this case will be reopened and further investigated.

Manufacturer narrative:
During a review of the newly received source documents for this case, it was discovered that the information that was previously reported under the previous supplemental MDR report did not pertain to this patient. The correct information is as follows: per the medical records, review of serial echo reports revealed a mean gradient of 3mmhg post implant of a sapien 3 valve. At 41 days post tavr, echo showed mild-moderate peri-prosthetic regurgitation and a mean gradient of 40mmhg. At 45 days post tavr, echo showed av mean gradient of 34mmhg and mild per-prosthetic aortic valve fistula. The same day, angiography showed a mean av gradient of 38mmhg with mild restriction of leaflet motion and no visible thrombus. Coumadin therapy was then initiated. At 72 days post tavr, echo showed mild-moderate perivalvular aortic regurgitation with a decreased mean gradient of 17.61mmhg. Normally functioning bioprosthetic aortic valve. It is normal to have a small gradient across a prosthetic valve after implant; however, elevated gradients may indicate obstructed flow across the valve. Over time, gradients can develop or worsen due to leaflets being affected by the development of calcification, or the formation of pannus/host tissue, or thrombus. Per the IFU, thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, the patient had increase gradients with possible thrombus. Coumadin therapy was initiated and the gradient decreased. There were no other interventions required and the patient is stable. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
It was reported that 73 days post valve deployment the patient was readmitted to the hospital with gradients >40mm presumed to be thrombus. The patient was put on coumadin and gradients returned to normal.